Event description:
The customer reported that the insulin pump had an error alarm. Troubleshooting was performed. The customer stated that he was pushed in the pool. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with blank display as a result of moisture damage on the electronic assembly. Further testing was not performed due to the blank display.